Event description:
The scissors were used during a CABG procedure and a 1" portion of the serrated edge broke off scissors and fell into the surgical field. It was retrieved and there was no apparent harm to the patient. There was a previous situation involving these scissors during a CABG procedure when the entire serrated edge cracked. They were picked up by the sales rep. On 8/12/93.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.